Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut in the cable and moisture inside the charge-coupled device lens. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the initially reported malfunction is the moisture inside the charge-coupled device lens. Regarding the cut in cable, the most probable cause is a stress problem due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head presented a blurry image. The event occurred during inspection before use. There were no reports of patient harm.